Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported a hospitalization due to a high blood glucose of 1300 mg/dl. The customer was treated with manual injection and taken off of the insulin pump.

Event description:
It was reported that in 2003, the customer was hospitalized. It was reported that the customer had low blood glucose levels of 30 mg/dl. The customer reported receiving a safety notification and would like to have the insulin pump replaced. No additional information was provided.